Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The sureform 60 stapler instrument and blue sureform 60 reload used during this event were discarded and therefore cannot be received for failure analysis investigations. A follow-up MDR will be submitted if additional information is obtained. An isi failure analysis engineer (fae) reviewed the stapler logs for this event: per the fae, the sureform 60 stapler instrument (part #480460-09; lot #l91220302-0166) had errors related to the reported complaint as per the logs. There were a total of 5 clamping/firing events. The first firing involved a blue sureform 60 reload which was completed successfully. The second firing also involved a blue sureform 60 reload but the firing failed. Per the logs, the second firing had a failure message stating 'incomplete (hi torque)' with a completion of 98.56%. Also, there was a 22030 error stating "a stapler, sureform 60 failed in its operation..." The third and fourth firings involved green sureform 60 reloads and were completed successfully. The fifth firing involved another blue sureform 60 reload which was also completed successfully. This complaint is being reported due to the following conclusion: during a da vinci-assisted subtotal gastrectomy procedure, the sureform 60 stapler instrument was used to fire an blue sureform 60 reload and the target stomach tissue was pushed instead of being cut. Holes were identified on the staple line. As a result, the surgeon reportedly sutured the staple line and stapled beyond the normal target tissue. At this time, the cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy procedure, the sureform 60 stapler instrument was used to fire a stapler reload and the target stomach tissue was pushed instead of cut. Some additional staples were retained in the patient. The surgeon reported that they discarded the stapler instrument and reload used during this event. The intuitive surgical inc. (Isi) clinical sales representative (csr) has not obtained the video of this event and will check with the surgeon again. Isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon was reversing a gastric bypass, roux-en-y procedure that the patient had undergone three years prior. When the event occurred, the surgeon fired a blue sureform 60 reload with a sureform 60 stapler instrument on stomach tissue to create an anastomosis. The stapling issue occurred during either the second or third stapler fire of the procedure. The surgeon said the stapler instrument paused at least twice for compression, but continued to fire until a message stating the instrument blade may be exposed was generated. The surgeon said while the stapler reload was being fired, the target tissue was being pushed towards the end of the stapler jaws. The surgeon removed the stapler instrument after receiving the blade exposed message to inspect the staple line. The surgeon reported that the staple line had three holes, with the tissue stapled between each individual hole in the staple line. This stapling issue reportedly caused some loose staples that were removed with a suction irrigator instrument. It was unknown if there were any malformed staples. The surgeon used green sureform 60 reloads with the same sureform 60 stapler instrument to fix this blue reload fire event. The surgeon stapled beyond the normal target tissue with these green stapler reloads as well as suturing the staple line with holes in it. There was reportedly no bleeding due to this event and it did not affect the procedure outcome. The surgeon said this event had no impact on the patient outcome and the patient was discharged doing well. The surgeon is not concerned about any potential long-term complications with the patient. The surgeon said he thinks this event may have occurred because he was stapling over staple lines from the procedure the patient received three years ago, or that the blue stapler reload was not the correct size and that they needed to use a green stapler reload for this fire. The surgeon reported that the blue reload fired during this event was discarded and therefore cannot be returned.